Event description:
It was reported that during a cryo ablation procedure, the dilator could not be fixed to the sheath. The sheath was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012449412 was returned and analyzed. Visual inspection of the handle area was performed. The tip of the sheath was intact with no anomaly. A kink on the side port tube was identified. The functional testing was performed. No anomaly was discovered. The native dilator was inserted into the sheath and retracted several times, without any friction. The native dilator was snap-locked to the sheath and was tight. The performance test with uson leak tester was performed. The pressure test showed the pressure decay in the device was in an acceptable range. The vacuum test showed the pressure decay in the device was in an acceptable range. In conclusion, the sheath failed the returned product inspection due to the kink observed on the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.